Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the target area was a tight lesion located in the mid left anterior descending artery (lad) with heavy calcification. A non-abbott balloon was used for predilatation. The 3.5 x 12 mm multi-link 8 stent was advanced and implanted without issue. The stent was confirmed to be well apposed. However, during retraction of the stent delivery system (sds) into the unspecified guiding catheter, resistance was encountered and the sds became stuck. Both the guiding catheter and the sds were removed as a unit. Outside the anatomy, force was used to pull the sds out of the guiding catheter and a scratching sound was noted during removal. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary:the device was returned and analyzed. The reported difficulty to remove and scratching sound could not be confirmed on the returned device. Based on returned device testing, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.